Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her body was rejecting the sensors. The customer received calibration errors and then a change sensor alarm. Customer's blood glucose level was 476 mg/dl. The customer took insulin to treat her blood glucose level. Troubleshooting was declined. The device was not returned.